Event description:
In late 2008, the patient's wife reported that the patient's blood glucose was elevated to 500 mg/dl and he continues to experience e4 (occlusion) errors while attempting to bolus. To troubleshoot, the patient was instructed to disconnect from the infusion device and to perform a bolus. He received an e4. He was instructed to remove the infusion tubing from the infusion device, and he was able to bolus through the adapter without error. The patient attached a new infusion tubing and primed without error. He then bolused without error. He stated that his blood glucose began to elevate the day prior, after charging the infusion set. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.